Event description:
The customer claims that during an open heart procedure, the clamp began to crack and then broke. This was the first time that the clamp had been used and it was in place for approximately 100 minutes prior to breaking. Blood transfusion was not necessary and no pt complications or injuries were reported.